Event description:
Inpatient undergoing ultrasound guided diagnostic and therapeutic paracentesis in the hospital's radiology interventional department. When 50 ml syringe was attached to obtain diagnostic specimens, the sheath detached from the hub and disappeared in the subcutaneous fat. Diagnosis or reason for use: ascites.